Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(4), confirmed internal driveline (dl) wire damage that could have contributed to the reported event. A distal end driveline replacement was performed by a technical services representative on (B)(6) 2019 via work order. Approximately 18¿ of the external portion/distal end of the driveline was returned. Additional segments of each wire were also returned ¿ approximately 2.5¿ of the green wire, 2¿ of the yellow wire, 2.5¿ of the black wire, 2.25¿ of the brown wire, 2¿ of the red wire, and 3¿ of the orange wire. These segments were examined under a microscope and no mechanical damage was observed. This segment of driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. The patient later underwent a pump exchange on (B)(6) 2019 and the pump was returned assembled with the driveline (dl) cut approximately 3.25¿ from the pump housing. Three additional segments of driveline were also returned (listed proximal to distal) ¿ a 2.25¿ segment, a 5.75¿ segment, and an 11.5¿ segment. Evidence of the previous dl repair was present on the 11.5¿ segment. The distal end of the dl was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The outflow graft and outflow graft bend relief were returned attached to the outflow elbow, which was attached to the pump¿s outlet port. The outflow graft bend relief collar was sutured in place around the outflow graft nut. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Evaluation of the pump¿s blood contacting surfaces upon disassembly of the pump also revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The silicone jacket, clear bionate, and metal braided shield of the 3.25¿ pump-end segment, 2.25¿ segment, 5.75¿ segment, and 11.5¿ segment of the driveline were removed to examine the underlying wires. Visual examination of the wires of the 2.25¿ middle segment revealed breaches to the insulation of the orange and yellow wires, approximately 5¿ from the pump housing. The yellow wire redundantly supports motor phase 1 and the orange wire redundantly supports motor phase 3. The observed wire damage appeared to be the result of repetitive flexing. Electrical continuity testing of the pump-end segment of driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The damage to the 2.25¿ middle segment was then bypassed and the remainder was submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The 3.25¿ pump-end segment, 5.75¿ segment, and 11.5¿ segment were submerged as well. This test did not reveal any additional areas of current leakage. The pump stoppages and hazard alarms that were confirmed through the analysis of the patient's log file could have resulted from a short to ground if the exposed conductors from either wire made contact with each other or simultaneous contact with the braided shield on either the power module or mobile power unit. A short to ground would have also occurred if the exposed conductors of any of the breached wires contacted the braided shield while the patient was supported by the power module or mobile power unit. A phase-to-phase short also could have occurred if the exposed conductors from these wires made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by batteries; however, no low speed events were observed in the submitted log files while the patient was supported by batteries alone. The heartmate ii lvas IFU is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. Section 7 of this document outlines all system controller alarms (including low flow hazard and pump off alarms) and how to respond to such events. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 3 years, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced low flow alarms with pump stops when connected to the mobile power unit (mpu) at night. The patient presented to the clinic and received a new mpu and a new controller. One week later, the patient called and reported the same issue via the vad emergency pager. The patient was in the clinic on battery power and log files were collected from the new controller showing two events of low flow alarms/pump stop and clock not set. The combined data for both log files showed a total of twelve motor stops and sixty eight low speed advisories. Speed drops were reportedly as low as 0 revolutions per minute. Tech services informed the customer that this type of behavior has been linked to potential issues with the percutaneous lead. The issues appeared to only occur while the vad was connected to the power module. The customer was instructed to keep the patient connected to battery power to prevent further interruption in support. Additionally, it was noted that the yellow wrench alarms seen in the log file were caused by the time and date not being set on the controller which is caused when the internal battery (ebb) is depleted. The vad coordinator reported that the patient was suspected to have a short-to-shield and would like to have a percutaneous lead repair scheduled. Technical services confirmed that the pump stops appeared to be due to a short-to-shield. The customer was told to keep the patient on battery power or an ungrounded patient cable using a power module to prevent further interruption in support. Patient received driveline evaluation/repair. The repair was performed ~3 inches from the exit site. After repair tethered patient on grounded patient cable without immediate issue. Days following the percutaneous lead repair it was reported that the patient continued to have pump stops while being supported on batteries and could feel the pump stop. The patient had a heartmate ii to heartmate 3 exchange on (B)(6) 2019. No further information was received.